Manufacturer narrative:
Concomitant medical products: product ID: 8840, serial# unknown, product type: programmer, physician. Other relevant device(s) are: product ID: 8840, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a company representative regarding a patient receiving dilaudid (20 mg/ml at 7.213 mg/day) via an implanted pump. The indication for pump use was spinal pain. On (B)(6) 2019 it was reported that a pump alarm was heard and confirmed by telemetry. The stopped pump period may exceed tube set alarm occurred on (B)(6) 2019. The patient had gone in for a refill on (B)(6) 2019 at which time a 3% increase was programmed. Per the patient, the pump started alarming the next day and the patient went into withdrawal. Review of the pump logs confirmed that 2 updates of the pump were done on the day of the pump refill and the second update did not complete. The pump was in stopped pump mode and had been shut off for 118 hours 53 minutes on interrogation (B)(6) 2019. No further complications have been reported as a result of this event.

Manufacturer narrative:
Product ID 8840, serial# (B)(4), product type: programmer, physician. Product ID: 8840 serial/lot# (B)(4), ubd none, UDI# (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on (B)(6) 2019 from a healthcare professional (hcp) who reported that the pump was interrogated and reprogrammed without changes to resolve the issue. No further complications were reported/anticipated.